Event description:
Alphatec received a copy of a MDR initiated by a user facility. The report was received normal postal mail and read as follows; patient had anterior cervical re-exploration procedure, partial corpectomy, c6-c7 reconstruction with polyetheretherketone (peek) cage plating; returns five months later for hardware removal due to screw failure at c7 plate migration. The surgeon requests electron microscopy for failure/fatigue.

Manufacturer narrative:
No other information has been provided or is available at this time. Multiple attempts to obtain details have been unsuccessful. Upon receipt of additional information and/or the devices in question a follow-up submission will be provided. The explanted trestle anterior cervical plating system was reported to consist of the following; (B)(4), anterior cervical plate lvl 2 assy,32mm, ti (B)(4) (lot number provided does not match any of alphatecs manufactured implants) (B)(4), 4.0mm variable angle self-tapping screw, 14mm; (B)(4) (2-pcs) mfg - 1/20/2010; (B)(4) (1-pc) mfg - 6/1/2011. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy ((B)(4)) and nitinol ((B)(4)) and the bone screws are manufactured from surgical grade titanium alloy ((B)(4)). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.